Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files could not confirm the reported driveline disconnect alarm. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that the patient experienced an alarm on the evening of 08oct2025 while operating on the mobile power unit. Upon system controller alarm review, a driveline disconnect alarm with a timestamp of (B)(6) 2025 was observed, lasting 1 minute and 52 seconds (1:52). The patient noted that the alarm was brief and not 1:52. The device was interrogated, and time was accurately set on the heartmate touch. No event for a driveline disconnect or pump off was observed upon interrogation by the account. The system controller event log file contained events from 03oct2025 through 10oct2025, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the driveline disconnected alarm, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file was submitted for analysis. The patient reported left ventricular assist device (lvad) alarm on (B)(6) 2025. There appeared to be a driveline disconnect alarm on the system controller. The patient was on mobile power unit (mpu) and it was believed to be an electrostatic discharge (esd) event. System controller showed driveline disconnect, time stamped on (B)(6) 2025 (alarm occurred on (B)(6) 2025) for 01:52. Patient reported alarm was brief, and not 01:52. The device was interrogated; time was accurately set on heartmate touch. History dates back to on (B)(6) 2025. There appeared to be no event for driveline disconnect or pump off in interrogation. The event log contains data from on (B)(6) 2025. It appeared that the log did not capture any driveline disconnect on (B)(6) 2025. The only alarms seen on (B)(6) 2025 was power cable disconnect alarm during power change at 07:52 & 22:07. The log files captured routine events, there were no other notable alarm conditions or parameter changes. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The event log captured a few of clusters of pulsatality index (pi) events from to 03oct2025 to 10oct2025.